Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on (B)(6) 2012. The device begins to record multiple manual power ups of a continuous nature, and continues up to and including the last log entry on (B)(6) 2016. The pad-pak became depleted during this time. The device history log became full during this time. The pad-pak was removed and reinstalled on several occasions for periods up to 6 months. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device was observed switching on automatically after switching off. During testing, the device delivered a test shock without fault and an acceptable measurement was recorded. The device failed to power off correctly and continued to power on. Investigation found the reported fault can be attributed to capacitor failure. The failure of the capacitor resulted in a short circuit. This would result in the device failing to power off successfully after the self-test or the manual power cycle and would account for the multiple manual power ups mainly of a continuous nature. The device failure to power off successfully may be interpreted by the user as the device switching on automatically. The functionality of the circuit is tested at final test therefore it is concluded the component failed after dispatch.